Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The image does begin to cut in and out when the cable is manipulated about half way down its length. Evaluators confirmed that the cable is broken, and needs replaced. Additionally, the unit failed a leak test due to a cut being present on the cable. If additional information becomes available following device evaluation, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported, during preparation for use, the hd autoclavable camera head would not display an image. According to the initial reporter, the cord was manipulated about halfway along its length and the picture began to cut in and out. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause of the reported event was that the image was not displayed because the image communication could not be transmitted to the processor due to the damaged cable. Additionally, it was determined that the damage to the cable was believed to be due to the handling by the user. The instructions for use state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.